Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). The iesu was analyzed, and fa was not able to confirm the reported complaint via system logs. Visual inspection revealed no issues related to the reported event; however; it did show light scuffing, dents on the bezel, and scratches on the heatsink, along with scratches and chipped paint on the housing. When the iesu was tested on a golden system, the unit displayed error m-02-3 at startup. The probable root cause of customer reported issues is attributed to a faulty component of the iesu. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the bipolar energy was low on the erbe generator. The energy cord was replaced, with no change. The instrument was plugged into an external generator to continue the procedure. There were no reports of patient injury.